Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced abdominal pain. The spouse reported that the patient underwent an x-ray which revealed something wrong with the peg-j tube. On (B)(6) 2018, the patient was hospitalized and underwent a gastroscopy with colonoscopy. The physician reported that = patient had traction of the intestinal tube and causing tension against the wall of the intestine. The patient also had leakage from the intestine to the abdomen and gastritis. The physician reported that the j-tube will be surgically removal via endoscopy on (B)(6) 2018.

Manufacturer narrative:
(B)(4). It was determined that the device in this complaint was non-abbvie tubing.

Event description:
Additional information received on 08 mar 2018: it was determined that the device involved in this complaint was non-abbvie branded tubing.